Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was recently upgraded and now there is an audible alarm whenever it is switched on. There was no reported patient involvement.